Event description:
It was reported to philips that the host pc was not booting up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that host pc was not booting up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that m cabinet l3 was disconnected and the f11 fuse was burned out, suspected that host pc failure caused the tripping and burning of the fuse. The philips field service engineer (fse) went onsite and found m cabinet power input was normal. On further inspection fse confirmed that f11 fuse was broken. To resolve the issue, fse replaced the f11 fuse. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.